Manufacturer narrative:
Electrohydraulic lithotripsy probe, sterile. A visiual inspection was performed and confirmed tip is missing from the probe. No damage other than the tip missing. There were no burn marks. Without any evidence of burn marks there is a possibility that the tip caught on something during the procedure. Cause of event: no exact conclusion can be drawn.

Event description:
During a lithrotripsy procedure a gold colored piece of metal was noticed by the ureteroscope. It was the metal end of the lithrotriptor probe. The surgeon felt it was lodged in the distal ureter and would either pass, become embedded in the urter or block the ureter. It can also form a stone. Pt had a nephrostomy tube inserted in 2006. Since pt appears to have blocked ureter.